Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 15th may, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the cover was missing from the end of horizontal arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the cover was missing from the end of horizontal arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. According to the information gathered, missing cover (white stopper - ard652001094) was replaced and the device is fully operational. As it has been established when the event occurred, the surgical light did not meet its specification due to detachment of suspension arm¿s cap, which subsequently contributed to the event. According to the information collected the device was not being used for patient treatment upon the event occurrence. The malfunction was detected by getinge technician who performed the maintenance. Review of received customer product complaints related to investigated issue, revealed that there were no serious injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure rate of detachment of suspension arm¿s cap is very low. As per expertise performed by the subject matter expert at manufacturing site, the most likely root cause regarding this case is an oversight during installation or maintenance. The probability that a shock could be the root cause is then ruled out. The installation manual mentions how to fit the cap after the spring arm mounting during installation (01584 en 08, page 56). Furthermore, the user manual (IFU 01581 en 09, pages 20-22) specifies to check the proper position of all covers on the main arm. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).